Event description:
Patient had revision of left total knee replacement for femoral implant loosening. Depuy smartset ghv cement used . Cemented ps/rp attune -loosening occurred at the cement/bone interface of the ps femur. Tibia and patella not found to be loose. Surgeon took samples and swabs but does not believe it¿s infected, bone underneath implant was still good quality, hard and previous cuts in tact - no bone removed replaced with revision attune ps femur with sleeve and short pressfit stem doi: on (B)(6) 2023, dor: on (B)(6) 2023, left knee. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes. Did the patient require revision surgery or hardware removal? Yes. Facility name of original implant? Gold coast private. Was device explanted? False. Did patient require revision surgery? True. If yes, date of revision surgery. [Date]. Reason for revision surgery. Patient was experiencing some pain and discomfort and scans showed potential implant loosening. Patient status/ outcome / consequences. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study? Unknown. Ip-01890168. Device property of: none. Device in possession of: none. Ip-01890169. Device property of: none. Device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
Product complaint#: (B)(4). H10: additional information indicates this is a combination device. This event is now being submitted under this mrn number (1818910-2023-24114) and will no longer be submitted under mrn 1818910-2023-23838. Any further follow-ups will continue to be submitted under this current mrn. Dmf#: 13704, trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: revision of left total knee replacement for femoral implant loosening. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample and review of the x-ray provided revealed that the smartset ghv gentamicin 40g appears to have been well fixated on several spots. Suspects of loosening on smalls zones between the interface of the bone and the cement were noted, however, in order to confirm loosening a series of chronological x-rays is needed. The reported condition was not able to be confirmed. The retain sample test revealed that the cement mixed and behaved as expected for the product type and met the appropriate control specification. Refer to full report "(B)(4) report". The overall complaint was unconfirmed as the observed condition of the smartset ghv gentamicin 40g would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Device history lot: a manufacturing record evaluation was performed for the finished device [3095040 /3836860] and no non-conformances or manufacturing irregularities were identified."

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.